Manufacturer narrative:
(B)(4).

Event description:
Pt said he noticed an alert message that an update is needed so he clicked the "update app" and it started not working and kept on loading page only whenever he clicks the g7 app to open it.